Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon is likely due to the internal image sensor elements having been destroyed by some factor, resulting in the generation of sandstorm noise (i.e., the image is not displayed properly). The instruction manual identifies verbiage that could detect / prevent the phenomenon: "it is recommended to turn off the power to the product when attaching or detaching the endoscope, camera head, etc., because attaching or detaching the product with the power on may destroy the image sensor and cause the product not to produce images." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, noise like a sandstorm was confirmed in the image on the hd 3cmos autoclavable camera head. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered cable buckling. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.